Event description:
The customer reported false positive architect stat high sensitive troponin-I results for a 72-year-old female patient. The following data was provided (customer¿s reference range: 0-15.5 pg/ml): patient 2 (all results are blood draws from the same patient) (reagent lot unknown) on (B)(6)2023 at 16:41 sid (B)(6): first troponin result = 62.4 pg/ml on (B)(6)2023 at 18:46 sid (B)(6): second troponin result = 64.5 pg/ml the customer confirmed an angiography was performed on this patient and generated a normal result. Per the customer¿s hospital protocol, the angiography is required for all patients with elevated troponin levels before the patient can be discharged. The additional information that was provided is insufficient to deem the angiography necessary based on the customer¿s hospital protocol. No further impact to patient management was reported. Update: additional information received from the customer on (B)(6)2023 regarding patient #2 (72-year-old female) to clarify the specific procedures that were performed on the patient. The patient arrived at the hospital on (B)(6)2023 with symptom of pressure on the chest. The patient was then hospitalized due to acute coronary syndrome. The patient¿s inr values were around 4.83. An echocardiography was performed, and the findings were within normal limits. On (B)(6)2023, the patient underwent a coronary angiography. The findings of the angiography showed blood vessels with plaque and a decision was made for medical treatment by the physician. There was no further impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for the lot number and complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances, or deviations associated with reagent lots / list number and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The lot is unknown for testing performed on patient 2, however, review of the within date lots with at least 10000 patient results show that all median values are within established limits indicating the lots are comparable and performing acceptably in the field. Labeling was reviewed and adequately addresses the issue under review. A cross functional team (cft) consisting of quality, technical, and medical affairs agreed that the event represents a correct use. Risk evaluation has been initiated. Further cft agreed that the issue is adequately addressed in the risk management file. Based on the investigation, no systemic issue or product deficiency of the architect stat high sensitive troponin-I list number 03p25-27 was identified.

Manufacturer narrative:
B5 - describe event or problem: b5 - additional information was provided on 09nov2023 in b5 to clarify the turn of events for patient #2. See b5 for the details.

Event description:
Update: additional information received from the customer on 09nov2023 regarding patient #2 (72-year-old female) to clarify the specific procedures that were performed on the patient. The patient arrived at the hospital on (B)(6) 2023 with symptom of pressure on the chest. The patient was then hospitalized due to acute coronary syndrome. The patient¿s inr values were around 4.83. An echocardiography was performed, and the findings were within normal limits. On (B)(6) 2023, the patient underwent a coronary angiography. The findings of the angiography showed blood vessels with plaque and a decision was made for medical treatment by the physician. There was no further impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect stat high sensitive troponin-I results for a 72-year-old female patient. The following data was provided (customer¿s reference range: 0-15.5 pg/ml): patient 2 (all results are blood draws from the same patient) (reagent lot unknown) on (B)(6) 2023 at 16:41 sid (B)(6): first troponin result = 62.4 pg/ml. On (B)(6) 2023 at 18:46 sid (B)(6): second troponin result = 64.5 pg/ml. The customer confirmed an angiography was performed on this patient and generated a normal result. Per the customer¿s hospital protocol, the angiography is required for all patients with elevated troponin levels before the patient can be discharged. The additional information that was provided is insufficient to deem the angiography necessary based on the customer¿s hospital protocol. No further impact to patient management was reported.

Manufacturer narrative:
Needed to add the patient sample ids: a1 - patient identifier: (B)(6) and (B)(6) (2 sample ids for the same patient). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect stat high sensitive troponin-I results for a 72-year-old female patient. The following data was provided (customer¿s reference range: 0-15.5 pg/ml): patient 2 (all results are blood draws from the same patient) (reagent lot unknown) on (B)(6) 2023 at 16:41 (B)(6): first troponin result = 62.4 pg/ml. On (B)(6) 2023 at 18:46 (B)(6): second troponin result = 64.5 pg/ml. The customer confirmed an angiography was performed on this patient and generated a normal result. Per the customer¿s hospital protocol, the angiography is required for all patients with elevated troponin levels before the patient can be discharged. The additional information that was provided is insufficient to deem the angiography necessary based on the customer¿s hospital protocol. No further impact to patient management was reported.